Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a laparoscopic cholecystectomy, common bile duct incision and lithotomy, and t-tube drainage, the surgical incision was sutured and bandaged with a clean dressing block and fixed with a pressure-sensitive adhesive tape. The following day the patient's skin at the suture site was red, swollen, itchy and uncomfortable. The sutures were then removed. After the red, swollen and itchy areas were scrubbed with iodine cotton balls, the wound was stuffed with sterile gauze. On the 3rd day the itching and rash were significantly relieved.